Event description:
It was reported that during a ventricular tachycardia cardiac ablation procedure, the irrigation port detached. The physician inserted the 7f therapy cool flex ablation catheter into the left ventricle retro-aortically. Anatomy points were collected and voltage mapping was performed. The physician applied radio frequency; however, an occlusion error alarmed from the cool point pump. The error could not be cleared; therefore, the physician removed the therapy cool ablation catheter from the pt and noted the irrigation port was detached. The procedure was completed with another of the same catheter with no adverse consequences to the pt.

Manufacturer narrative:
One therapy cool flex catheter was received for eval. Visual insp revealed the luer extension tube and fluid lumen were detached from the proximal edge of the catheter handle. Functional testing could not be performed due to the returned condition of the device. Review of the device history record confirmed this device met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.